Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one max-core biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, the left bumper was noted to be broken, bent and overlapped by the spring. Additionally, the cannula tangs were unable to fully lock into the primed position. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for failure to prime. The investigation is inconclusive for the reported self-activation, as functional testing could not be completed due to the identified failure to prime. The identified bumper issue likely contributed to the incomplete cannula tang engagement as well as the reported self-activation and identified failure to prime. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a kidney biopsy, the device allegedly self-activated after the bottom slide was primed. It was further reported that the procedure was performed with another device. There was no patient contact.